Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 gas blender system. The incident occurred in (B)(6). Livanova requested the device back for investigation. Results revealed that reported deviation could be confirmed. The root cause is a false return signal of the co2 mass flow controller which is going to be replaced. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 gas blender system when not connected to co2 supply was showing a co2 flow of 0.03lpm different from zero during service. There was no patient involvement.